Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 left ventricular assist device (B)(6) was explanted, exchanged or decommissioned. The reason for this was unknown.

Event description:
It was later reported that the patient's pump was decommissioned due to patient recovery. The pump was said to have been operating as expected and was not explanted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.